Manufacturer narrative:
Section a: date of birth redacted from clinical study manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department after becoming lightheaded for about 10 minutes after moving a mattress. The patient sat down and their automatic implantable cardioverter-defibrillator (aicd) fired once. Electrophysiology (ep) was consulted, and device interrogation was concerning for atrial fibrillation with rapid ventricular response or ventricular tachycardia. The patient received an amiodarone bolus along with magnesium and potassium supplementation in the emergency room (ER). The patient was admitted for further evaluation. Ep ultimately determined through ICD interrogation that the event was most likely due to supraventricular tachycardia (svt) or atrial flutter; it was recommended to discontinue amiodarone with increased beta blocker as tolerated with a referral for outpatient follow-up to discuss an svt ablation. The patient was scheduled with ep for device follow up on (B)(6) 2023. The arrhythmia did not result in clinical compromise. The arrhythmia was later identified to be atrial flutter. The patient did not have a history of arrhythmia prior to their ventricular assist device (vad) implant. An ICD was implanted prior to their vad. The arrhythmia resolved and was not thought to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.